Event description:
It was reported that there was a reperfusion hemorrhage of the m3 branch in the left middle cerebral artery (mca). This resulted in symptoms of a left mca stroke requiring medical intervention (i.e. Medicine, consultation and additional CT scans). The patient's condition is unresolved, however, she continues to improve neurologically.

Manufacturer narrative:
(Other): symptoms of stroke (undefined). (Other): the relation of the device to the adverse event is unknown.